Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a spectra optia device, the operator observed possible hemolysis in the tubing set and in the plasma bag. Per the customer, the system prompted alert screens reporting high cell concentration in the plasma line. It was reported that the patient began to complain of chest pain and "other symptoms". Per the customer, the physician terminated the procedure due to a potential reaction to the plasma exchange, as well as possible hemolysis. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a spectra optia device, the operator observed possible hemolysis in the tubing set and in the plasma bag. Per the customer, the system prompted alert screens reporting high cell concentration in the plasma line. It was reported that the patient began to complain of chest pain and "other symptoms". Per the customer, the physician terminated the procedure due to a potential reaction to the plasma exchange, as well as possible hemolysis. The customer did not respond to multiple requests for the patients information or outcome. No medical intervention was reported for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the customer submitted six (6) photographs to aid the investigation. Photograph #1 shows the optia device screen and indicates that the customer received an aim system detected rbc interface near top of channel alarm (alarm # 5512). Photograph #2 shows a second optia device alarm screen, indicating that the customer received an cells were detected in plasma line from centrifuge alarm (alarm # 5539). Photograph #3 shows the waste bag, the plasma within is red-tinged. Photograph #4 shows the interface through the viewport and indicates the presence of hemolysis. Photograph #5 shows the device screen again and indicates the customer received the alarm system continued to detect cells in plasma line from centrifuge (alarm # 5540). Photograph # 6: shows the cassette loaded on device, red-tinged plasma is evident in the waste bag line, recirc line and inside the cassette, however there are no obvious kinks or misassemblies visible. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer submitted six (6) photographs to aid the investigation. Photograph #1 shows the optia device screen and indicates that the customer received an ¿aim system detected rbc interface near top of channel¿ alarm (alarm # 5512). Photograph #2 shows a second optia device alarm screen, indicating that the customer received an ¿cells were detected in plasma line from centrifuge¿ alarm (alarm # 5539). Photograph #3 shows the waste bag, the plasma within is red-tinged. Photograph #4 shows the interface through the viewport and indicates the presence of hemolysis. Photograph #5 shows the device screen again and indicates the customer received the alarm ¿system continued to detect cells in plasma line from centrifuge¿ (alarm # 5540). Photograph # 6: shows the cassette loaded on device, red-tinged plasma is evident in the waste bag line, recirc line and inside the cassette, however there are no obvious kinks or misassemblies visible. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a spectra optia device, the operator observed possible hemolysis in the tubing set and in the plasma bag. Per the customer, the system prompted alert screens reporting high cell concentration in the plasma line. It was reported that the patient began to complain of chest pain and "other symptoms". Per the customer, the physician terminated the procedure due to a potential reaction to the plasma exchange, as well as possible hemolysis. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.